Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement o2 sensor have been defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The o2 sensor is mounted in a housing on the inspiratory pipe as an alternative to the o2 cell. The o2 sensor is a measuring device for the inspired oxygen concentration, using ultrasound technique with two ultrasonic transducers/receivers. Further received information indicated that the issue was related to o2 sensor and will not affect ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).